Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product .unable to investigate or confirm complaint. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 05/26/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: with all the lo blood results the meter is giving. Customer states that the meter will only give a lo blood .